Event description:
The caller reported that the cartridge leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy.